Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that after the unit was on for 10 minutes, it would not go to run.